Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 42-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes/vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) was placed while on support. While the patient was in the intensive care unit (ICU), there was an impella in aorta alarm. Echocardiogram confirmed proper placement. Waveforms within normal parameters. After 10 days on support, the patient expired. While on support, the impella functioned as intended for lv unloading at p-7 at 4.6l/min with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in acute decompensated cardiomyopathy, complicated by stage e shock, dependent on multiple mechanical circulatory devices, and high-dose vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.